Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh, left vaginal pain, left inguinal pain with intercourse. A removal of the mesh, cystoscopy and hysteroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.